Event description:
The pt had a distal biliary stricture. We deployed a covered metal stent into the bile duct to treat this stricture. The pt responded well to this intervention. However, he returned a year later with symptoms of bowel obstruction, including nausea and vomiting. A repeat endoscopy was performed. This revealed that the distal part of the stent had broken, became dislodged, and was in the duodenum causing an obstruction. This broken piece was retrieved. The patient improved after this procedure.